Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and the cause for the discordant troponin results is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur xp troponin ultra results were obtained by the customer when compared to repeat test results. There was no known report of adverse health consequences due to the discordant troponin ultra results.